Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the unit is producing low o2 and has no alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control switch/button was broken, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The dealer states that the unit is producing low o2 and has no alarms.